Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. It was found that it is not even possible to inflate cuff due to the leakage - hole in cuff. The root cause was determined to be manufacturing. History of internal ncrs showed that there was a raised internal nonconformity report due to cuff tear which was found after inflation test. Corrective actions have been taken including initiation of quality alert, training of whole production during production town hall meeting, replacement of gauges and equipment with sharp edges by blunt versions, warning in manufacturing procedure and establishing better organization on affected workplace.

Event description:
It was reported that during the pre-use check, leakage of air from the cuff was observed. No patient injury reported.